Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia to 62¿63 mg/dl after the ilet delivered corrections prior to a meal announcement, followed by a meal announcement after which glucose decreased, with approximately one hour spent below target; the user self-treated with oral glucose and hard candy, and no alerts or alarms were reported. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included a review of available device data and user report, along with troubleshooting and education regarding meal announcement timing. Investigation of this case revealed that the device was delivering correction doses before the meal was announced and that delayed meal announcement likely contributed to the low glucose. It was concluded that the event involved hypoglycemia with cause unclear related to user interaction, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.